Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported the patient was hospitalized (ICU) due to bent cannula which led to high blood glucose level of 400mg/dl on (B)(6) 2024. The trace ketones were also present. Duration of infusion set used was 3 days. The patient addressed the high blood glucose by correction bolus via pump. In hospital, patient received the treatment - IV and fluids of saline and insulin. The patient was released from the ER/hospital on (B)(6) 2024. No further information available.